Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Additional information from the field was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, normal device operation was noted during analysis. No visual irregularities noted, and normal battery depletion was noted. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Additional information from the field was received indicating that the device was explanted. No additional adverse patient effects were reported.